Manufacturer narrative:
Info anticipated; but unavailable at this time.

Event description:
It was reported that when the device was used during a laparoscopic appendectomy, the reload fell out of the device, but not into the patient. The procedure was completed with a like device. There was no patient consequence.